Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a search for similar complaints, review of complaint text, trending data, labeling, in house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of device history records did not identify any non-conformances or deviations associated with the reagent lot 54075ud00 or complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 54072ud00. All specifications were met indicating that lot 54075ud00 is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitivity troponin-I, reagent lot 54075ud00, was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: sid 708326289: initial result = 76 ng/l; repeated on same alinity = 22 ng/l; repeated on another alinity = 22 ng/l (reference range is 4-63 ng/l) the result was not reported out of the lab and the qc was within range. There was no impact to patient management reported.